Event description:
It was reported that during a pta/stenting treatment procedure, the monorail delivery system of the biliary wallstent fractured prior to deployment of the stent. The patient was taken to surgery, and the delivery system was retrieved. The patient condition is reported to be 'fine'. Additional information has been requested regarding this event.